Manufacturer narrative:
One (1) osseotite® tapered certain® implant 5 x 10mm (xifnt510) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth # 3 (universal) and was used for approximately 8 months, and 17 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot (2014040373) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014040373) for similar events (complaint category keywords: loss of integration: perforated sinus, loss of integration bone loss, loss of integration infection) and no other complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. The following sections have been updated: g6: checked "follow-up" h3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant at tooth site #3 lost integration, perforated the maxillary sinus and was removed. Failure of osseointegration. Additional appointment required, bone graft and implant replacement. Symptoms as a result of the event: abscess, pain, bone loss, infection.